Event description:
(B)(6) -the dealer reported that the tdxsp-mcg custom power wheelchair stealth adductor were loose/ flopping, it hit a door jam, and just snapped. There was no patient injury reported.